Event description:
It was reported that there was no capture, sensing difficulty, and an apparent lead fracture. During the replacement procedure, blood was noted in the device header. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or lead serial number, the manufacturing date cannot be determined. Evaluation summary: no anomalies found.